Manufacturer narrative:
The root cause of this complaint could not be determined as the complaint unit was not available for analysis at the time of this evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Although the product was not received for evaluation, a review of the video attached to the complaint file was performed. The pack label is not visible in the video. The part number and lot number cannot be verified or determined. However, the video shows a 23ga vit cutter in a surgical setting. The needle does not appear to be bent. The lower part of the system is shown briefly, and the tubing appears to be connected correctly to the system. The vit cutter aspiration tubing cannot be seen, and fluid flow cannot be verified. The video shows gloved hands; one hand holding the vit cutter and the other hand holding down a piece of tissue paper. The tissue paper is in a metal bowl that contains an unknown fluid. It is clear by the video that the vit cutter is not cutting the tissue. However, most of the tubing cannot be seen throughout the video. Therefore, tight connections and fluid flow cannot be verified or determined. The cause of the cutting failure cannot be determined by viewing the video alone. The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in china reported the vitrectomy cutter was noisy and failed to cut during a procedure. Aspiration function continued while the cutter did not work. There was no patient impact and no additional medical intervention.